Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The pt 800 has recorded faults in the event log but all passed calibration. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator alarmed "xdcr fault" (transducer fault) immediately when the ventilator was powered on. The customer performed the transducer calibration and all passed transducers passed except "turbin diff: 37 failed." There was no patient involvement associated with this reported issue.